Manufacturer narrative:
Corrected data: b5- "the patient also experienced keratoconus." H6- health effect- clinical code: 4581- keratoconus. Claim# (B)(4).

Manufacturer narrative:
Work order search: no similar complaint was reported for units within the same lot. Claim #(B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vicm5_12.1 implantable collamer lens, -12.00 diopter, into the patients left eye (os) on (B)(6)2022. The patient experienced night time glare caused by lights. The va has been good and patient is doing well. The lens remained implanted. Additional information has been requested but none has been forthcoming.